Event description:
The surgeon was reducing a sternotomy on the pt and the sternal talon in question did not lock or unlock freely. The sternal talon was replaced with a properly functioning sternal talon. There was no harm to the pt.